Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. However, based on the info provided, it is possible the device was damaged or the flare was not adequately seated between the cap and adapter. A review of our files found corrective action has been initiated to address hub separation. The appropriate personnel have been notified regarding this event.

Event description:
The catheter was placed in a premature infant with little chance of survival past 24 hours. Pt may have been undergoing ECMO. The physician had ordered placement of a catheter on the left side, and it was placed with no problem. Decision was made to also place catheter on the right side; however, during placement, the catheter hub began leaking. The physician thought placement of the catheters would help to alleviate pain and suffering of the pt. After placement of the catheters, the child began to bleed from the nose and subsequently expired. No further info has been able to be obtained concerning this report.